Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device doesn't work was confirmed. It was found that the protective conductor resistance (earth resistance) of the motor cable was out of tolerance. Parts of the drill mounting mechanism were found to be missing along with an o-ring. The blade was found to be disassembling from the device. The motor cable along with the missing parts of the of the drill mounting mechanism and the missing o-ring were replaced and the device was cleaned, tested and found to be fully functional. User mishandling of the device is most probably the root cause for the missing parts of the device. The defective drill mounting mechanism is responsible for the disassembly of the blade from the device. However, given the information provided we cannot discern a definitive root cause for the defective motor cable. The defective parts of the device would have caused it to not function as intended by the customer. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2018 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate via mail that during an unknown procedure the micro tornado hp w handcontrol didn¿t work. No patient consequence and no surgical delay was reported. No additional information was provided.